Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. Surgeon fired the device? Yes.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clips were not holding the tissue. The clips appeared to be formed correctly. They used another device to complete the procedure. There was no patient consequence reported. The device was discarded at the account.